Manufacturer narrative:
G4: 18aug2020. B4: 19aug2020. A touchscreen assembly was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that the root cause was due to the ul_lr and ur_ll resistance were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18may2020.

Event description:
The customer reported unresponsive touch panel. There was no patient involvement. The service technician confirmed the reported touch panel issue. The service technician replaced the touchscreen to address the reported problem. The unit was checked overall, cleaned, run in tests and functionally tested.